Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: component analysis of the foreign material in auxiliary water channel highly detected silicon and oxygen which was quite similar with silicone. Olympus consider from the result of component analysis that the material was originated from chemicals such as silicone type anti-foaming agent. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician, indicates that a foreign material in the nozzle was found. There was no patient involvement.